Manufacturer narrative:
Additional information received indicating that no images are available. The device was placed in the aca as it was felt to be the best option for the patient.

Event description:
It was reported that during the procedure, the fred x21 stent was delivered without incident. Intra-stent thrombus was observed post delivery and was resolved with intra-arterial cangrelor and integrilin. There was no patient harm reported, who was reported to be doing well.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis as a potential complication associated with use of the device.